Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the handle and the power cord compartment needed replacement, both were broken. Analysis further noted that the latch was broken off the keyboard, the upper hinge display was broken, the electrocardiogram connector was loose and that the unit had corrosion/water damage in multiple places. The device was to be scrapped.

Event description:
It was reported that the programmer handle and door cover over the cord compartment needed replacement. The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.